Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that liner disengaged from cup. Extracted cup, screw, liner, head. Replace with zimmer, cup, liner, stryker head.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident 0 deg insert 40mm was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the primary harm involved is failure acetabular liner locking mechanism leading to liner disassociation, subluxation and damage of the femoral head and acetabular shell necessitating revision tha. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The clinician indicated that the primary harm involved is failure acetabular liner locking mechanism leading to liner disassociation, subluxation and damage of the femoral head and acetabular shell necessitating revision tha. Further information such as pre- and post-operative x-rays from the index and revision surgeries, primary operative report, surgical implant record, outpatient office/clinic notes and the devices are needed to complete the investigation for determining root cause. Product surveillance will continue to monitor for trends.

Event description:
It was reported that liner disengaged from cup. Extracted cup, screw, liner, head. Replace with zimmer, cup, liner, stryker head.